Event description:
Caller reported a malfunction identified as malf 12 on the pump. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in resetting the pump and was informed that the pump could continue to be used. Caller was advised to contact technical support again if the malfunction code reoccurred, which was acknowledged and understood.